Event description:
Hill-rom received a report from the account stating the bed exit alarm was not alarming at the bed. The bed was located on the 11th floor. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found the side com board needed to be replaced. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the side com board to resolve the issue. Based on the info, no further action is required.